Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: recurrent female stress urinary incontinence due to intrinsic sphincter deficiency and mild urethral hypermobility procedure (s) performed: rigid cystourethroscopy, trocar suprapubic cystostomy tube placement with drainage, distal pubovaginal sling interventional surgery: (B)(6) 2004: underwent rigid cystourethroscopy, trocar suprapubic cystostomy tube placement with drainage, periurethral injection of durasphere, clitoroplasty under general anesthesia for recurrent stress urinary incontinence due to intrinsic sphincter deficiency, clitoral obliteration by labial adhesion condition post interventional surgery: as on (B)(6) 2009: patient with vaginal erosion of mesh from prior sacrocolpopexy with associated copious vaginal discharge. First mesh revision surgery: (B)(6) 2009: underwent vaginal removal of mesh second mesh revision surgery: (B)(6) 2009: underwent vaginal removal of mesh, vaginoscopy, cystoscopy under general via lma for vaginal cuff mesh erosion from prior sacrocolpopexy procedure third mesh revision (mersilene mesh) surgery: (B)(6) 2010: underwent exploratory laparotomy, lysis of adhesions, excision of sacrocolpopexy mesh, cystoscopy for vaginal mesh erosion under general anesthesia first additional surgery: (B)(6) 2010: underwent exploratory laparotomy, diverting end colostomy, drainage of abscess for perforated diverticulitis under general anesthesia second additional surgery: (B)(6) 2010: underwent reopening of exploratory laparotomy, small bowel resection, lysis of adhesions for small bowel leak under general anesthesia third additional surgery: (B)(6) 2011: underwent exploratory laparotomy with extensive enterolysis, resection of sigmoid colon with colostomy takedown and coloproctostomy, repair of colovaginal fistula, repair of enterocolonic fistula, small bowel resection, bilateral ureteral stents under general endotracheal anesthesia fourth additional surgery: (B)(6) 2011: underwent exploratory laparotomy with primary closure of colovesical fistula, omental flap repair of colovesical fistula under general anesthesia for colovesical fistula